Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and high blood glucose level. The blood glucose at the time of the incident was 547 mg/dl. The customer had high blood glucose symptoms example: high urination rate, thirsty, and nausea. The customer did not want to troubleshoot for the high blood glucose, but they had treated with manual injections. The customer current blood glucose level was 518 mg/dl. Troubleshooting was able to resolve the no delivery and motor error alarm. However the customer did not feel comfortable with the pump. The device will be returned for analysis.